Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. This condition had the potential the customer did not know if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of 'cable broken" was confirmed during evaluation. The cause of the problem was physical damage to the power cord . Service replaced the power cord to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.